Event description:
Customer reported issues with the insulin pump. The blood glucose reading is 137 mg/dl. The insulin pump has a crack and is missing a chunk from the battery compartment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with cracked case on the lcd window corners, minor scratches on lcd window, broken battery tube threads, cracked reservoir tube lip, scratches on the reservoir tube window, crack on the reservoir tube and scratches on case.